Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported mixed product was found during the assembly process for bd ultrasafe passive¿ needle guard syringes. Packaging on the safety device was transparent instead of the correct color of blue. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no. The customer issued a complaint for mixed product and device with color variation was detected during production process at customer. Photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the mixed product condition reported by customer. The reported condition, has been confirmed to be out the specified acceptable quality level (aql¿s) defined in the applicable specification. Cid will be opened to analysis of risk.

Event description:
It was reported mixed product was found during the assembly process for bd ultrasafe passive needle guard syringes. Packaging on the safety device was transparent instead of the correct color of blue. There was no report of exposure, serious injury or medical intervention.